Event description:
It was reported that patient presented to clinic for follow up, the atrial lead exhibited noise over sensing and had led to inappropriate mode switch. No changes or interventions were performed; the atrial lead will be monitored. The patient was stable throughout.